Manufacturer narrative:
Sample is not available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. In this instance, there was a report of some blood loss by the patient. It was reported that there was no patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted.